Event description:
Healthcare professional reported left side capsular contracture, baker grade ii-iii and cysts. The device has been explanted and replaced with non-abbvie.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ cyst: unable to observe. ¿ capsular contracture: unable to observe. As per the investigation procedure, opening, wear abrasion, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii-iii and cysts. The device has been explanted and replaced with a non-abbvie device.